Manufacturer narrative:
Device used for treatment, not diagnosis. Event date: unknown when device broke. Additional product codes: hrs, hwc. Implant date: original implant date is unknown. Device is not expected to be returned for manufacturer review/investigation. Concomitant devices reported: unknown va locking screws (part #: unknown, lot #: unknown, qty. 3), unknown full threaded cannulated conical screw (part #: unknown, lot #: unknown, qty. 1), and unknown cortex screws (part #: unknown, lot #: unknown, qty. 6). (B)(4).. Device history records review was conducted. The report indicates that: DHR review for: part #: 02.124.413 / lot #: 8273487: manufacturing location: (B)(4). Manufacturing date: 30.jan.2013. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a 4.5mm variable angle (va) locking compression plate (lcp) curved condular 12 hole plate, three (3) va locking screws, one (1) 5.0mm full threaded cannulated conical screw, and six (6) 3.5mm cortex screws to repair a distal femur fracture on an unknown date. Postoperatively, on an unknown date, it was discovered that the plate had broken. On an unknown date, the patient was returned to the operating room to remove the broken device and implanted screws. The patient was reimplanted with a new plate and screws. It was confirmed that the patient was weight bearing against doctor's orders. This complaint involves one (1) device: 4.5mm va-lcp 12 hole plate with one part data. The procedure was completed successfully. Concomitant devices reported: unknown va locking screws (part #: unknown, lot #: unknown, qty. 3), unknown full threaded cannulated conical screw (part #: unknown, lot #: unknown, qty. 1), and unknown cortex screws (part #: unknown, lot #: unknown, qty. 6). This report is 1 of 1 for (B)(4).